Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The caller was told that the insulin pump was broke, and wanted to know if anyone else had called in to report problems with the insulin pump. Reviewed, and informed that there have been no recent calls. Advised the caller to have the customer call in to get details regarding the hospitalization, as well as troubleshooting the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.